Event description:
Reporting status: serous injury - medical intervention-permanent damage. Reporting rationale: separated portion of balloon remains in pt. Device issue: separated balloon. It was reported that the procedure was to treat a calcified lesion in the rca. Results were not satisfactory after dilatation with another 2.0 balloon, so the rx voyager was used for dilatation. The balloon was inflated to 22 atm (above rated burst pressure) at which time it ruptured. An attempt was made to remove the catheter, but it was stuck in the calcification. Several attempts were made to retrieve the catheter including the use of a 1.5 balloon, which was unsuccessful, and by cutting the hub off a 5 f catheter and attempting to advance it over the voyager, which was also unsuccessful. The catheter began clotting and the pt experienced an mi. At this time, the balloon was pulled forcefully and was removed from the pt. When the catheter was removed, a portion of the balloon was observed to be missing, likely remaining in the pt. The pt was given meds (anti-coagulants), but no surgery was planned. The pt remains in the hosp at this time. No add'l pt or event info is available.